Event description:
It was reported that infection occurred. The patient's implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event. The leads subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage and stretching. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).